Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out of range impedance and a polarity switch. A lead fracture was suspected. The lead was reprogrammed and will continue to be monitored while it remains in use. No patient complications have been reported as a result of this event.